Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Caller reports sticking test strip for otc test up nose instead of the swab. Caller states they have no symptoms or irritation. Tss advised if symptoms arise to please contact clinician or poison control.

Event description:
Caller reports sticking test strip for otc test up nose instead of the swab. Caller states they have no symptoms or irritation. Tss advised if symptoms arise to please contact clinician or poison control

Manufacturer narrative:
Subject: caller reports sticking test strip for otc test up nose instead of the swab. Caller states they have no symptoms or irritation. Tss advised if symptoms arise to please contact clinician or poison control investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer?s reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.